Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reports the PICC line system was not able to be flushed. It was stated he suspects that the kickback unit is malfunctioning.

Event description:
Customer reports the PICC line system was not able to be flushed. It was stated he suspects that the kickback unit is malfunctioning.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the PICC could not be flushed was confirmed and the cause appeared to be associated with use of the device. One 4 fr single-lumen (s/l) powerpicc solo was returned for investigation. Evidence of use was observed on the sample. A non-vad 3-way stopcock was attached to the solo connector. What appeared to be blood residue was observed within the extension leg tubing. A circumferential crease was observed in the extension leg 3mm distal to the solo connector. The printing on the molded wing was partially worn. The catheter tubing extended to the 46cm depth mark. A functional test revealed that the lumen was occluded. Fluid could not be aspirated or infused through the powerpicc. A red colored biological residue was observed in the solo valve. After the residue was cleared from the valve, no damage or defects were observed in the valve. Due to the nature of the occlusive material within the lumen, the complaint appeared to be associated with use of the device. A lot history review (lhr) of reds4641 showed no other similar product complaint(s) from this lot number.